Event description:
While performing a colonoscopy and snaring a polyp, staff heard a noise and the screen went black. Staff initially thought it was the processor and the cart was switched, but this did not work. The scope was switched out and everything worked fine.